Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received which confirmed the intended procedure was completed using a similar device. The procedure was delayed 5 minutes and there was no impact on the patient. The patient was under full anesthesia and the outcome of the patient was as planned. The equipment was washed and sterilized in the sterilization center prior to the procedure, which does not have the possibility to check the equipment. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green image was due to a faulty cable unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus could not confirm or reproduce the customer¿s reported fuzzy image however, the repair inspection identified a purple-colored image defect which was isolated to a defective video cable. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii autoclavable video telescope was returned to the olympus repair center for a reported ¿fuzzy image¿ during an unspecified procedure. No death or injury and no impact to patient or other has been reported to olympus. Upon inspecting and testing, olympus identified a purple-colored image defect which was isolated to a defective video cable. This report is being submitted to capture the purple-colored image defect found during the repair inspection.